Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited failure to sense and failure to capture. A chest x-ray was performed to determine that the rv lead had been dislodged. The rv lead was deactivated and repositioned on (B)(6) 2025. Patient was stable.